Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was also received with moisture damage on the motor, electronics and battery tube assembly. A cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads were noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was accidently dropped in the pool. Blood glucose value is unknown. The customer stated that no damage was found on the drive support cap. The insulin pump was replaced and returned for analysis.